Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received missing reservoir tube o-ring, peeling end cap address label, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 128 mg/dl at the time of the incident. The customer reported cracks to the top of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.